Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead was returned in two pieces. Visual examination found one external insulation abrasion exposing the outer coil consistent with friction to the device can. Th cause of the reported event was isolated to lead to can abrasion. Other damage found is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited noise. On (B)(6) 2018, the lead was explanted and replaced. The patient tolerated the procedure well and was stable. It was noted that the patient experienced several episodes of near-syncope and syncope after the procedure due to dehydration. Device interrogation did not reveal any abnormalities. It was noted that the patient had not taken any food or drinks by mouth. The patient was treated with IV fluids and medications and was stable.